Event description:
Have been diagnosed with emphysema lupus bladder cancer (twice). Sticky blood heart stent diverticulitis fibromyalgia arthritis silicone poisoning raynaud's. All these illnesses been diagnosed since 1998 have had hundreds of tests to put on your tiny form, am waiting to get put in a lung transplant list. I tried to claim from dow corning for years for implants bursting in 1998, but my surgeon wouldn't admit they were dow corning. I'm now permanently disabled; my toxicity levels were taken in 1998 and metals from implants were 400 instead of 100. FDA safety report ID# (B)(4).